Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a torn cord with the wires exposed, was running over the temperature specifications (118.4 degrees should be less than 118 degrees), and had an unusual noise. It was determined that the device failed the thermistor and hand control assessment. It was further observed that the wire was broken for the flex circuit, causing the failed thermistor and hand control assessment. It was further determined that the bearings were worn out causing the over temperature and noise. It was determined that the issue with the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was further determined that the issue with the broken wire was consistent with exerting extreme force on cord breaking the wire. It was determined that the issue with the bearings was consistent with normal wear over time. The assignable root causes were determined to be due to user error (torn cord with the wires exposed) and worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery, it was discovered that the motor device was not working. During in-house engineering evaluation, it was observed that the device was running over the temperature specifications (118.4 degrees should be less than 118 degrees). There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.